Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a thoraco/wedge/segmental resection, the device was unable to fire. They connected devices, the surgeon tried to fire the device, however it could not fire. A new device was used to complete the procedure. There was no patient injury.